Event description:
The customer reported that he was hospitalized. The customer's glucose level was unknown mg/dl. The customer stated that he just follow up with outreach follow up and patient disconnected. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).